Event description:
It was originally reported by the customer that the ventilator had xdcr faults while in the hospital. The patient was removed from the ventilator and manually ventilated until placed on an alternate ventilator. No patient harm ever reported. It was reported in a follow-up call to the customer that the patient was at an out patient clinic when the incident occurred. According to information provided by the family, the ventilator shut down on the patient two times before alarming. The patient was placed on another ventilator at the out patient clinic until another ventilator was delivered by the homecare company.

Manufacturer narrative:
Na